Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent posterior spinal fusion at th10-l3 levels. After the hemivertebra excision of left side of l1, left rod reduction and right rod placement performed, two crosslinks were placed at th11/12 and l2/l3 for the final tightening. During the final tightening, the screw head of th11 got broken. Then the crosslink and right rod were removed and the broken screw was replaced with other one. A surgeon didn't use counter torque at the time of final tightening because there was no enough space to place counter around the screw due to the crosslink. The surgical time was extended for 16-30 min. Patient complications were not reported. After final tightening on the left, the surgeon started final tightening from the caudal side on the right and the screw breakage occurred at th11. The surgeon was using torque limiting driver. The crosslink was placed close to the screw head of the set screw at th11 so the counter torque couldn't be used. Just when the surgeon tried to tighten the screw, the screw head got broken. He commented that he felt the set screw was harder than usual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis:visual review confirms one side of fixed angle screw head is broken off; the fracture appears to have initiated near the base of the thread root and propagated cross-sectionally through the implant. The direction of material deformation and fracture are consistent with suggest bend stress overload during intraoperative assembly.